Manufacturer narrative:
(B)(4). Concomitant medical products: 00630506032 liner standard 32 mm 60463939, 00620006022 shell porous 60448909, 00771101220 femoral stem 12/14 60371595. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01369.

Event description:
It was reported from legal that the patient underwent an initial hip arthroplasty. The patient was revised 13 years later due to pain, elevated metal ions, in-vivo corrosion, pseudocapsule, and metallosis. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified that during the revision procedure, corrosion was observed at the head-stem junction. Three pseudotumors were debrided and the surrounding tissues were consistent with metallosis. The head and liner were replaced with new zimmer biomet products. Post revision blood test reports showed a decrease in the metal ion levels. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.